Manufacturer narrative:
The facility was unable to provide a serial number for the manufacturer. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up) not during dialysis mode. The user visually observed the saline bag refilling w/dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A dialysis facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. There were no occlusions to the drain. The drain line and th drain height were w/in specifications. The machine has been tested and returned to service.